Event description:
Same case as MFR report #: 2134265-2009-01691. It was reported that during a percutaneous coronary interventional procedure, a wire separation and vessel perforation occurred. The 90% stenosed lesion was located in the calcified and highly tortuous proximal to mid right coronary artery (rca). After placing a 6fr guide catheter and a guidewire, it was attempted to dilate the lesion with a non-bsc 2.5 x 20mm balloon, however, the balloon was not able to cross the lesion. After crossing a microcatheter, the rotawire floppy was advanced, and then the 1.5mm rotalink burr was advanced. The rotational speed of the burr was set at 190,000 to 200,000 rpms. It dropped 4000 rpms for 10 seconds for the 1st run; 7000 for 13 seconds for the 2nd run; didn't drop for 13 seconds for the third run. However, during the 4th run, the floppy rotawire detached where there was some calcification and tortuosity in the vessel. It was noted that the wire was bent nearly 90 degrees. An attempt to retrieve the wire with a snare was made, the attempt was unsuccessful however the wire fragment perforated the vessel. The patient was taken for a bypass and to retrieve the wire fragment. Patient condition following surgery was reported as "well".